Manufacturer narrative:
The cobas integra 400 plus serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable glucose hk gen.3 results from the cobas integra 400 plus analyzer. Sample 1 initial result was 12.08 mmol/l with a data flag, and the repeat result was 6.07 mmol/l. The customer changed to reagent lot 91106301. Sample 2 initial result was 10.00 mmol/l with a data flag, and the repeat result was 4.67 mmol/l. Sample 3 initial result was 7.26 mmol/l with a data flag, and the repeat result was 5.45 mmol/l.

Manufacturer narrative:
Medwtach fields d1-d4, g1, and g4 were updated. The customer was using expired calibrator material and quality control materials. Per product labeling: the product is stable up to the stated expiration date. The maintenance logs indicated a lack of routine maintenance actions, such as sample probe replacement. The actions were not recorded, and several system-required actions failed or were likely manually bypassed by the user. The investigation determined the event was due to a combination of the use of expired products and the lack of maintenance. No product problem was found.